Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip. Insulin pump received without the original belt clip. No damage on belt clip slot noted.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a scratch on the screen of the insulin pump. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.